Manufacturer narrative:
04/30/2007: initial report sent to FDA. During a routine review of our complaints this ftr was re-evaluated. Because the info available for the description of the event is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event.

Event description:
Reportedly, fired, but almost half of the staples were not placed to the tissue. The procedure was changed to a rectangular anastomosis and was completed with no problem. Additionally, there was no significant blood loss, no tissue damage, and no add'l procedures are/were required. Sex: male. Procedure: unk.